Manufacturer narrative:
K871204. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device had broken pilot balloon. The customer indicated that there was no patient injury.